Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting as its longevity estimates had decreased more than expected in between follow-up appointments. A decision was made to leave the pacemaker in service and continue to monitor the longevity estimates going forward. No adverse patient effects or complications were reported.